Manufacturer narrative:
The customer replaced and calibrated the sample and r1 alinity pipettor probes to resolve the issue. Issue resolution was verified with a passing maintenance procedure. The alinity pipettor probes were determined to be the likely causes of the issue. No additional result issues have been reported since the parts were replaced. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module and alinity pipettor probes did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number ai26441 and alinity pipettor probes was identified.

Event description:
The customer reported false elevated alinity I stat high sensitivity troponin-I generated from alinity I process module and provided the following data: on (B)(6) 2026, sample ID (B)(6) initial result was 190 ng/l. Customer reference range is 18 ng/l) 2 hours later a new sample was collected and the result was 4 ng/l. The original sample was repeated and the result was 4 ng/l. The customer reported that they are not aware of any patient impact as a result of the reported event. Patient information:84 year old female. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module and provided the following data: on (B)(6) 2026, sample ID (B)(6) initial result was 190 ng/l. Customer reference range is <18 ng/l). 2 hours later a new sample was collected and the result was <4 ng/l the original sample was repeated and the result was <4 ng/l. The customer reported that they are not aware of any patient impact as a result of the reported event. Patient information:84 year old female. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.